Event description:
It was reported that the customer was in the hospital with blindness issues and has instructed her mother on the insulin pump usage. The doctor stated that at this time they are not sure if it is a diabetic related even she has many issues including acute bleeding in her good eye, retinopathy, kidney failure and of course her pancreas issues. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.